Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/ microscopic inspection: the stent was returned deployed and was deformed and was damaged. The distal tip of the sheath was bent. The distal section of the sdw was fractured. Functional test: not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The stent was returned deployed and was found to be deformed. The sdw (stent delivery wire) was kinked and the distal of the sdw was seen to be fractured. The sdw most likely fractured when trying to remove the stent. An assignable cause of procedural factors will be assigned to this complaint with as analyzed stent introducer sheath distal tip damaged, sdw kinked/bent, stent deformed, sdw broken/fractured during use and stent deployed prematurely during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that a stent assisted aneurismal coil embolization was performed for mca (middle cerebral artery) aneurysm. After the placement of the microcatheter , subject stent was advanced to the targeted lesion. But the distal of microcatheter was not placed well so the operator tried to adjust it and decided to withdrew the subject stent from the microcatheter for proper placement of the microcatheter at the targeted site. When withdrew the subject stent, the stent was half deployed unexpectedly in the proximal part of the microcatheter. To pulled the subject stent back out of the hub of the microcatheter, operator has connected the introducing sheath with hub of microcatheter and then withdrew the subject stent to sheath slowly from the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer

Event description:
It was reported that a stent assisted aneurismal coil embolization was performed for mca (middle cerebral artery) aneurysm. After the placement of the microcatheter , subject stent was advanced to the targeted lesion. But the distal of microcatheter was not placed well so the operator tried to adjust it and decided to withdrew the subject stent from the microcatheter for proper placement of the microcatheter at the targeted site. When withdrew the subject stent, the stent was half deployed unexpectedly in the proximal part of the microcatheter. To pulled the subject stent back out of the hub of the microcatheter, operator has connected the introducing sheath with hub of microcatheter and then withdrew the subject stent to sheath slowly from the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.